Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning due to high rate non-sustained tachycardia, increased counts to the sensing integrity counter (sic) and high lead impedance values. Oversensing with pocket manipulations was also observed. The lead was reprogrammed. There was a suspected set screw issue. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.